Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the physician was unsuccessful trying to access the patient's epidural space at multiple levels. As a result, the procedure was aborted.